Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and identified malfunctions with the carbon bridge and sample probe. The fse replaced the carbon bridge and the sample probe to resolve the issue. After the replacement, calibration and quality control were performed with acceptable results, verifying that the analyzer had resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for ion selective electrode (ise) including sodium and potassium due to low anion gap values on their dxc 600i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.